Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed it was due communication with other vendor¿s scope which was used in combination became abnormal. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera control unit had an e222 camera head communication error. The issue was found during a therapeutic (transurethral cystolithiasis removal) procedure. The procedure was completed using a similar device with a 5-10-minute delay. There were no reports of patient harm.